Manufacturer narrative:
This report is submitted on june 30, 2021.

Manufacturer narrative:
This report has been submitted on june 01, 2021.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021. There is no plan to re-implant the patient with another cochlear device.